Event description:
Pt found in cardiac arrest. Monitor would not read rhythm in either pad or paddle mode. Monitor would not deliver any electricity in either pad or paddle mode. Monitor indicated poor pad contact.